Event description:
Bowel perforation.

Manufacturer narrative:
It appears that undetected adhesions from prior abdominal surgeries is the cause of this bowel injury. Product labeling has warnings for patients with prior abdominal procedures where adhesions are generated. Patient doing well, surgeon seems to be confident and not concerned.